Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month after implant the patient was has been in ventricular tachycardia and received a shock for a rate lower than what they should have received defibrillation therapy for. The patient is in the hospital. The device remains in use. No further patient complications have been reported as a result of this event.